Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. No further information concerning this report is available at this time. This investigation will be updated should further pertinent additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an unknown reason with less than a year of use. Evidence is suggestive of a product malfunction, at this time we are unable to confirm therapy impact. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection with less than a year of use. The patient underwent a surgical intervention to remove the system. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery.